Event description:
The customer reported a motor error alarm. The alarm occurred during an infusion set change. The patient was assisted with clearing the alarm. The customer does not use the sensor feature. The customer was advised to discontinue use of the pump and revert to a back up plan. The blood glucose reading was 147 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump received stuck in the motor error loop during bolus/basal delivery. Unable to confirm the error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected an no anomaly was noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.